Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Customer declined to provide additional information regarding the event. Customer continued to use the pump for insulin therapy.